Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced retention issues. The recipient underwent magnet replacement surgery on (B)(6) 2025. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information sections b.1 & h.1. Additional information section: b.1, b.2 & h.1. The recipient reportedly underwent intraoperative skin flap thinning surgery. The recipient has healed. The magnet passed the external visual inspection. The magnet passed the gauss measurement test. The device passed the tests performed. No corrective action is indicated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Magnet return d.9. The internal magnet was received on may 5, 2025, and is currently undergoing analysis. The recipient still has some swelling and using a crepe bandage. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted. The recipient is doing well and has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.